Event description:
The customer indicated that on (B)(6) 2011 an erroneous, elevated creatine kinase (ck) result was generated from a unicel dxc 800 synchron system for one patient. The initial erroneous ck patient result, which was derived from averages of manual dilutions of a lipemic serum sample, was reported outside of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to the event. A subsequent, ultracentrifuged aliquot of the same sample generated a lower repeat result that was regarded as valid. An amended report was issued. The repeat result had multiple dilutions performed on it. No other results were questioned on this sample. The sample was described as extremely lipemic and hemolyzed. No patient specific demographic information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied data indicated that instrument analyte quality control results were within customer established specifications during the timeframe of this event. A definitive root cause has not been determined for this event to date.